Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic after receiving a vibratory alert for high atrial lead impedance. It was noted that the atrial lead had dislodged post op and the patient did not want it moved. The patient alert was turned off to prevent from receiving a notification in the future if the lead impedance remains high. Patient was stable. No intervention was planned with the atrial lead.